Manufacturer narrative:
A DHR review was performed for the analyzer serial number provided. There were no findings related to the complaint the consumer reported. Awareness of the inital complaint was on 12/16/2025 but reportability was unable to be determined due to lack of information. Awareness of reportability was made on 01/21/2026. Product was not returned for evaluation. This complaint is currently being investigated by nova biomedical. A supplemental report will be submitted upon completion of investigation.

Event description:
Consumer reported that they have been having issues with the analyzer staying calibrated for po2 and have consistently needed to replace the consumables.the consumer requested service due to inconsistency with calibration.